Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection has been performed on applicator, sensor pack and sensor. No issues were observed with sensor pack and sensor. Applicator had fired however sharp was observed in sensor plug. During product investigation, it was found that the products were incorrectly assembled by the customer. The reported issue was not confirmed as no malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the needle was "sticking out" on her adc freestyle libre 2 sensor. Customer experienced hypoglycemic symptoms, fell out of bed onto the floor and had a loss of consciousness. Customer had contact with a healthcare professional who provided 3 tubes of gel glucose (15mg) for treatment. There was no report of death or permanent injury associated with this event.